Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. D3, g1, and g2 email is: regulatory.responses@icumed.com

Event description:
It was reported that during use, the device exhibited an alarm for remove and reattach cassette'. The patient made sure the cassette was securely fastened and restarted the pump, but the alarm continued. The batteries were then removed, and pump restarted. It was noted that the silver clamp bar was locked, so no additional troubleshooting was performed. The pump was powered off and the tubing clamped. Per the patient, there was approximately six hours of infusion remaining. Per the reporter, there were no patient adverse effects.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.